Manufacturer narrative:
Product return was not received. A valid production code has not been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation], brush head loose [device breakage]. Case description: consumer e-mailed stating brush head had become loose. No serious injury was reported.

Manufacturer narrative:
26-nov-2018 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Nearly choked [choking sensation]. Brush head loose [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer e-mailed stating brush head had become loose. No serious injury was reported.